Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During a tace procedure on the (B)(6) male patient with pre-existing condition of liver cancer, the physician found that the catheter was broken while rotating the rh catheter. It was stuck at the left common iliac artery along with blood. They used withdrawal equipment to capture the catheter succesfully through the right femoral artery into left common iliac artery . No additional information regarding patient outcome has been provided.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation a review of the complaint history, quality control, device history record, instructions for use (IFU), documentation and a visual inspection of the returned product was conducted. The visual inspection confirmed circumferential separation approximately 2 mm distal of the bond joint. The tip appeared to have split and then undergone linear stress before complete separation as shown in the attached microscopic images. Visual inspection of the device confirms material degradation of the beacon tip. The product is part of recall # 1820334-14apr2016-001-r / z-2610-2016 / res # 740010. This product is shipped with an IFU which states under precautions: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Additionally, "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." A CAPA has previously been opened to investigate this failure mode. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.

Event description:
During a tace procedure on the (B)(6) year old male patient with pre-existing condition of liver cancer, the physician found that the catheter was broken while rotating the rh catheter. It was stuck at the left common iliac artery along with blood. They used withdrawal equipment to capture the catheter successfully through the right femoral artery into left common iliac artery . No additional information regarding patient outcome has been provided.